Event description:
Alleged the scale head on the unit was displaying an error code.

Manufacturer narrative:
The scale pod had signs of fluid ingress on it. The technician replaced the scale pod to repair the stretcher.